Event description:
It was reported that the patient presented for a generator replacement procedure for an elective replacement indicator. It was noted that the right ventricle (rv) lead exhibited a high capture threshold. The rv lead was capped and replaced on (B)(6) 2023.